Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported the patient presented for an unrelated procedure. Upon pocket examination, it was observed the implant site of the implantable cardioverter defibrillator was infected. The skin around the implant site was red and the interior pocket was reported to have an abnormal appearance. The system was successfully explanted. The patient was stable.